Manufacturer narrative:
(B)(4). Date sent: 6/29/2017. Batch # unk. Additional information was requested and the following was obtained: did the moveable top jaw break off? Yes. Did the ceramic (on the lower non-moveable jaw) separate or break off? No. Did the electrode (on the lower non-moveable jaw) separate or break off? No. Did the detached part fall into the patient? Yes. Was the detached part retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).batch # n90f89. The device was returned with the upper jaw detached and not returned. In addition, the I-blade upper tip was noted to be broken not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade damaged not all functional testing could be performed with the generator, the jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.